Event description:
It was reported that the catheter was placed into the patient's right upper limb. "The catheter to position the liquid outlet is observed by insertion site is observed to remove drilling 5cm base". Follow up information confirms the catheter was inserted but showed a leak outside the patient. As a result, the catheter was removed and replaced with a new one. It was noted the catheter that was removed showed evidence that it was broken 5cm from the juncture hub. There was no delay in treatment and no patient death or complications.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.